Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 474 mg/dl. The customer's blood glucose was 332 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injections. The customer performed troubleshooting and they found a large air bubble. The customer was assisted in purging out the air bubble. The insulin pump will not be returned for analysis.